Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product ID mdt-cable temporary pacing cable.

Event description:
It was reported that an external pulse generator stopped suddenly and the cable was broken. The device has not been returned for repair. There was no patient involvement.